Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller on the correct technique to press the button and assisted in removing the pump from its case. Although the display turned on, the issue persisted. As a result, technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as backup therapy, and arrangements were made for the customer to return the problematic pump within 10 days.